Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, (B)(4) states, "fatigue fracture of component can occur as a result of loss of fixation/loosening, migration/subsidence, strenuous activity, malalignment, trauma, non-union, or excessive weight". (B)(4).

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2011, due to fracture of the tibial bearing. The tibial bearing was removed and replaced.